Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation result of stent partially deployed. A partially deployed ultraflex esophageal distal release stent was received for analysis. Visual analysis found the device shaft was kinked. Functional analysis found the stent bowed during deployment, but it was possible to deploy the stent as received. There was no issue with the stent. No other issues were identified during the product analysis. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex esophageal distal release stent was to be used during an esophageal stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent failed to deploy and was removed from the patient. The procedure was completed with another ultraflex esophageal stent. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. .